Manufacturer narrative:
Per the instructions for use, conduction system injuries (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in technical summary written by edwards, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, the exact cause of the heart block is known. However, the patient¿s pre-existing electrocardiogram abnormalities (left and right bundle branch blocks), in addition to the procedure itself, likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
Three days post sapien valve placement, the patient experienced complete heart block (chb) and had a permanent pacemaker (ppm) placed. Initially, post tavr procedure, the patient was 100% av paced. Post operative day (pod) 1 the patient was extubated and transferred to telemetry. However, the he went into cardiac arrest and a stat echocardiogram showed preserved lv function, and a preexisting left and right bundle branch block. The patient also had a 5 beat run of ventricular tachycardia. Ep cardiology was consulted. Pod 2 he had asystolic syncope secondary to complete heart block. After reviewing the risks, benefits and alternatives to treatment, the patient underwent a dual chamber pacemaker placement on pod3.